Event description:
It was reported that the t2 of the fast fix had a pre-deployment during surgery. No patient injury.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿it was reported that the t2 of the fast fix had a pre-deployment during surgery. No patient injury.¿ the device is in relatively good condition. T1, t2 and suture were not returned. There are no obvious signs of aggressive use. There is no apparent twisting or bending of the delivery needle that would encourage pre deployment or hinder successful anchoring. Functional inspection confirmed proper cycling and advancement of the deployment mechanism. No mechanical problem was found with the device returned. No root cause was evident.